Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; hospital retained.

Event description:
It was reported that the patient's femur was revised due to a broken gamma nail. The nail was removed and another put in its place. Rep reported that no further patient-specific information is available. Additionally, the rep reported: the nail broke at the junction of the lag screw, and there was non-union of the patient's bone. The nail, lag screw, and two distal screws were revised to another gamma nail. No further information is available.

Event description:
It was reported that the patient's femur was revised due to a broken gamma nail. The nail was removed and another put in its place. Rep reported that no further patient-specific information is available. Additionally, the rep reported: the nail broke at the junction of the lag screw, and there was non-union of the patient's bone. The nail, lag screw, and two distal screws were revised to another gamma nail. No further information is available.

Manufacturer narrative:
The reported event that long nail kit r1.5, ti, left gamma3® ø11x380mm x 125° was alleged of issue ¿implant - breakage post-operative¿ could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on event itself, it says that the patient had a non-union and also since the patient is clearly overweight, the most probable cause of breakage would be overloading during the healing period which is patient related. General aspects: the gamma3 nail is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities ¿ a nail breakage can rather be classified as anticipated; specifically if one or more contributing issues concurrence with each other. If the device is returned or if any additional information is provided, the investigation will be reassessed.